Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 500 mg/dl customer treated with a manual injection. Customer stated that she has a back-up plan. It was explained that it may be a possible connection issue or occlusion in the tubing. Customer stated that the insulin did exit after performing a 5.0 unit fixed prime. It was explained that it may be a possible site related issue. Customer stated that she was unable to remove the set since she just changed the set. Customer was advised that the set is working and to monitor the issue.